Manufacturer narrative:
Updated manufacturer¿s investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) the patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additional adverse events that may be associated with the use of the heartmate 3 left ventricular assist system can also be found in this section. Arrhythmia is also listed as a potential late postimplant complication in section 6 ¿patient care and management¿. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, "introduction." Additional adverse events that may be associated with the use of the heartmate 3 left ventricular assist system can also be found in this section. Arrhythmia is also listed as a potential late postimplant complication in section 6 "patient care and management." Section 6 entitled "patient care and management" cautions the user that right heart failure can occur following implantation of the pump and warns that "right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also outlines the associated treatment options, including right ventricular assist device placement. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right ventricular failure and cardiogenic shock with vasoplegia following the implant of their heartmate device. The patient required inotropic support. The healthcare provider was unable to wean the patient from milrinone drip (gtt) following the implant. It was also reported that the patient had cardiac arrhythmias. They developed paroxysmal atrial fibrillation (afib) and were started on amiodarone bolus and gtt. The gtt was weaned off and they were started on a beta blocker but the afib returned. They were then started on an oral amiodarone.

Event description:
It was reported that the patient had right ventricular failure and cardiogenic shock with vasoplegia following the implant of their heartmate device. The patient required inotropic support. The healthcare provider was unable to wean the patient from milrinone drip (gtt) following the implant. It was also reported that the patient had cardiac arrhythmias. They developed paroxysmal atrial fibrillation (afib) and were started on amiodarone bolus and gtt. The gtt was weaned off and they were started on a beta blocker but the afib returned. They were then started on an oral amiodarone. The site reported that right ventricular dysfunction was present before the implantation of their heartmate device. Prior to implant, the patient's right ventricle was moderately dilated and severely depressed. There was no documentation the the device caused or contributed to right sided heart failure. The device operated as expected.